Event description:
It was reported that insufficient stent apposition occurred. After a 2.75 x 48mm synergy xd drug-eluting stent was implanted, an opticross imaging catheter was advanced for observation. However, during pullback, the wire exit port of the catheter was stuck in the stent strut. The catheter was successfully removed from the patient however, stent malapposition was noted. The physician then expanded the stent with an nc balloon for blood flow. The procedure was completed with another of the same device. No patient complications were reported, and patient status was good.